Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The product was returned and the aic - purge disc/flag issues was confirmed. Aic logs were looked at but were found not relevant to the complaint. The console was tested after arriving in fs. The purge disc retainer was confirmed to be broken (broken blue disc retainer). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the purge disc was detected during training. The initial automated impella controller (aic) was exchanged for a new device. No patient was involved.